Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that the uvc was inserted on (B)(6) 2011 to the 16cm line. On (B)(6) 2011, the clinician noticed fluid coming out of the umbilicus and pooling at the insertion site. The uvc was removed and re-placed with another uvc.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.